Event description:
Caller states that she ate lunch an hour later tested at 24mg/dl on the device, she states that one minute later she retested with a result of 105mg/dl. No treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.